Manufacturer narrative:
No samples of 454209/b221233s were provided. This portion of the complaint cannot be determined. Received 11 pcs 454428/b221235s and 11pcs 454209/b22113rj for evaluation. We have no further complaints on any of the claimed materials/batches. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Therefore, this portion of the complaint is not confirmed. Corrected data: d3: manufacturer data; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative,

Event description:
Customer states there has been an increase in clotted tubes for edta lavender tubes. Within the last two weeks, there have been upwards of 25 per week. The clot on all the ones seen have been near or on the cap on the inside.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.